Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that after attempted insertion of a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube it was reported that the tube would not advance into the trachea. At that time the patient oxygen saturation level was 70% requiring suctioning but not successful and occlusion in the trachea was noted. Subsequently, it was required to perform trach change out with a non-smiths medical trach. The patient recovered with no further adverse effects.